Event description:
A 16yo female to express care unit for nausea, ear pain and cough - provider ordered urine pregnancy test re: nausea- test performed 3 times positive then a new box with new lot opened and negative results obtained. Patient self reported as not being sexual active. Provider had to speak to their parent regarding the results which was stressful for all involved. No shipping issues of note. Test performed on fresh urine according to IFU. This was the 3rd false positive result using this urine pregnancy kit- across multiple lots numbers in last 10 weeks. Product used: sure-vue urine hcg kit (lot#0000853388 - expiration date 3/19/2026 -kit opened and qc'd (B)(6)2024 with acceptable reactivity - (B)(4) positive test results. Sure-vue urine hcg kit (lot# 0000857023 - exp. Date 4/7/2026 - kit opened and qc'd on (B)(6)2024 with acceptable reactivity - (B)(4) negative tests. Patient stated last menstrual period 3 weeks prior to testing date (B)(6)2024, iga deficiency. Patient diagnosed with viral upper respiratory infection. Reference reports mw5161909, mw5161910.